Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia pressure didn't show pressure on it, but was able to get working. The user stated that the connections were fine when the problem occurred. The device was not changed out. No other details regarding the nature of this event were provided.